Event description:
Customer reported an issue with the dpm 7 monitor's display, which may have affected pot monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's front bezel assembly. Unit was safety tested to factory specifications.